Event description:
Small bowel resection and sigmoid resection. Surgeon notified sales associate 4 days post-op that a leak developed at the posterior side of the staple line. A new surgery was necessary to perform a colostomy and irrigate the contaminated abdomen. The dlu functioned as intended during the initial surgery. No leak was detected intraoperatively during betadine leak test. It is unknown as to what caused the leak.